Event description:
During surgery, the suction irrigator was noted to be smoking from the handle. The suction irrigator was immediately taken off the field, and the batteries were removed. No visible harm to the patient as it was away from the field.